Event description:
The customer reported that there was a precharge voltage error. This error will likely prevent the system from booting, which would result in a loss of imaging functionality. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries and backplane were replaced. The generator and filament were calibrated and the software was installed during the service call. The system was tested, found to be working as intended and returned to service.